Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead was returned in two pieces. Additional findings unrelated to the complaint: visual inspection found an external insulation breaching the optim sheath only was noted at 42.6cm to 42.9cm from the distal tip consistent with friction to the device can. The silicone tubing beneath was found intact in this region. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
It was reported, that the patient presented with an atrial and right ventricular (rv) lead. That were exhibiting noise. The leads were explanted and replaced. The patient was in stable condition.